Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician reports that during a procedure with 1 unit; in a first attempt to shoot, this does not occur. However, a few seconds later, he shoots himself without any medical supervision. The doctors classified what happened as serious, since it puts the integrity of the patient at risk.. The hospital returns the used unit in a double bag, for review at argon. They need a letter explaining the root cause of the incident.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. Three opened sample were returned from the customer for review. A visual inspection was performed on the returned products. Two devices fired perfectly fine in all three stroke lengths from front and rear trigger without any delays. One device's front carriage ramp was having some kind of deformation. The complaint is confirmed for one device. This might have happened when the device is being fired in locked state causing damage to the front carriage ramp portion. No corrective action can be taken at this time as this issue is an isolated one.

Event description:
Physician reports that during a procedure with 1 unit; in a first attempt to shoot, this does not occur. However, a few seconds later, the device shoots without any medical supervision.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Physician reports that during a procedure with 1 unit; in a first attempt to shoot, this does not occur. However, a few seconds later, he shoots himself without any medical supervision. The doctors classified what happened as serious, since it puts the integrity of the patient at risk.. The hospital returns the used unit in a double bag, for review at argon. They need a letter explaining the root cause of the incident.